Manufacturer narrative:
This report is submitted on january 22, 2021.

Event description:
Per the clinic, the patient experienced a skin-flap infection which was treated with oral antibiotics. There was a surgical revision to clear the infection. The implant remains in-situ.